Event description:
It was reported that a pe-syncopal patient present to the ER with an ICD in backup vvi mode after receiving multiple shocks. The patient opted not to replace the ICD and the ICD was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.